Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 (mg/dl) and ketones. Customer administered a manual injection to stabilize bg level. Reportedly, customer will be reviewing pump settings with health care provider.